Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Customer reported while checking the cuff prior to use on a patient, air could not be drawn from the cuff.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed and the sample was inflated /deflated three times without any issue noted. The reported defect could only be detected when the stylet wire is contained in the tubing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported while checking the cuff prior to use on a patient, air could not be drawn from the cuff.